Event description:
5 fu administered by continuous infusion using baxter pump with back check valve on IV tubing. This was attached to huber needle with posiflow cap. Pt reports leaking cap removed and infusion continued without further problems.